Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.